Event description:
The physician used a pro-flo diagnostic catheter when crossing a valve. No damage was noted to packaging. The catheter was removed from packaging per IFU and inspected with no issues noted. The catheter was prepped per IFU with no issues. No resistance was encountered when advancing the catheter, no resistance used during insertion/ delivery. A clot was noted when they crossed the valve and hooked up to pressure. There was no other issues with coagulopathy (clotting) with this patient. An act was carried out. Results were 236 and 365. They noted a drop in pressure and pulled the catheter back where clot was noted. Patient was therapeutically heparinized. Patient is alive with no reported injury.

Manufacturer narrative:
Product analysis: no visual defect noted to the catheter. If information is provided in the future, a supplemental report will be issued.